Event description:
On (B)(6) 2008, I had a double hip replacement using smith & nephew metal hip implants. They hurt and squeaked right from the start. I suffered horrible pain for 10 years and then learned many hips were recalled, including those made by the same manufacturer as mine. My blood tested above toxic for metal and my general doctor wants my hips removed. I should have been told about the possibility for blood poisoning and tested regularly for metal in my blood, but I was not. This lack of information available to the patient is outrageous- I have had more professional and safety conscience treatment with car recalls - who has been paid off to cover up for medical device companies and doctors?